Event description:
It was reported that the customer experienced high blood glucose levels and observed that there was an absence of no delivery alarm. The blood glucose reading at the time of the call was 60 mg/dl. The customer stated that she had had high blood glucose levels all weekend, and when she tried to change her infusion set in the morning, she observed that her reservoir was still full. The most recent blood glucose reading was 68 mg/dl. She advised that she had more than 20.0 units of insulin left in the reservoir. She noted that, after having attempted to deliver 6.0 units of insulin, the device still had not delivered the insulin, nor did she receive a no delivery alarm. She also stated that she tried to correct her high blood glucose with a bolus and now experienced low blood glucose. She did not know what was going on with the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The device passed functional tests, including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The no delivery alarm functioned properly. The device was programmed with 10 units bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. No bolus anomaly was noted. The unit was received with cracked battery tube threads.